Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. Moisture damaged was also noted at motor. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the customer jumped into the pool with the insulin pump. Customer's blood glucose was 86 mg/dl. Customer's mother stated the device went blank immediately after the device was exposed to moisture. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.